Manufacturer narrative:
Additional information is provided in section d9, to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an old, dry blood clot (from a previous patient) appeared to have entered the current patient's bladder through the handpiece when a sheath was inserted. Post operative bloods for blood borne virus were taken. Additional/ prolonged hospitalization was required. Although it can be assumed that the instrument is not the cause of the transferred residues, the case is classified as reportable as a precautionary measure.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
Device evaluation: the investigation of the product was completed on september 17,2024. A visual inspection was carried out. The device is heavily corroded. Based on the failure description and the visual inspection of the returned device the most likely cause is incorrect/inadequate reprocessing. If the shaft/ working channels are not cleaned with the appropriate bruches, residues may remain inside. The event is filed under internal karl storz complaint ID: (B)(4).